Manufacturer narrative:
Conclusion statement: the allegation an explanted lead had low impedance was not confirmed. The lead was returned cut in 2 as a consequence of the explant procedure. Visual inspection identified anomalies consistent with explant damage. Electrical testing was performed and each segment passed continuity and isolation testing. No physical or function anomaly that existed prior to explant that would contribute to the reported issue was observed. The root cause of the issue could not be ascertained.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's dbs lead had low impedances and the patient was experiencing ineffective therapy as a result. In turn, the physician explanted and replaced the lead to address the issue.